Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. At this time no comments and or observations can be made concerning the mentioned 19 implanted cables, as only 2 were returned and evaluated. The lot number required to search the complaint database and review the device history records by product and lot was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The control cables were used for a dynamic "akromioclavikular stabilisation" of acute shoulder lesions ((B)(6) operating room technique), the surgeon reported that he implanted 19 control cables, 9 or 10 pieces broke after 1 to 1,5 years.